Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out which resulted in the pump declaring a cartridge alarm 19. Customer's blood glucose was in the 200s (mg/dl). Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.